Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into an existing non-medtronic sur gical valve being replaced due to aortic stenosis and aortic insufficieny, the valve was deployed and recaptured three times to achieve an ideal depth inside of the surgical valve. At 80% deployment, on the third deployment attempt, the depth was considered ideal at approximately 2 millimeter (mm) deep. Upon full release of the valve, the valve dislodged and remained in a stable position above the surgical ring on the non-coronary cusp side. Subsequently, a second valve was implanted, valve-in-valve, approximately 4 mm deeper. A post-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon to maximize effective orifice area and hemodynamic performance. No additional adverse patient effects were reported.